Manufacturer narrative:
(B)(4). Investigation summary: no samples or photos were provided by the customer for investigation. A sample or photo would be helpful to perform an analysis and confirm the symptom reported by the customer. This batch records do not have any information indicating that an issue was experienced while producing this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9303875 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: based on the investigation conclusion and without a sample to analyze, the symptom reported by the customer could not be confirmed. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd¿ blunt plastic cannula experienced device damage/deformation which was noted prior to use. The following information was provided by the initial reporter: it was reported by an unknown customer that bd IV blunt plastic cannula were found to be bent while still in sterile packaging.